Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that he patient experienced atrial fibrillation with rapid ventricular response. On interrogation it was noted that there was intermittent under-sensing on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.